Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-01-14. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-05-05 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: a device history record review was completed for provided lot number 2004106. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the tip of the syringe was observed bent, which also resulted in a bent position of the attached needle. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any product displaying signs of defect, such as damaged barrel tip. Investigation conclusion: our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Root cause description: based on these preventive measures, we believe that this incident was most likely a consequence of storage conditions during manufacturing. If the barrel is still hot when the product is sent for storage, the barrel may become damaged. This damage went undetected during the primary packaging process. We believe this was an isolated incident with an unlikely chance of recurrence. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china tip of needle was damaged. The following information was provided by the initial reporter: when the user opened the product package, the tip of the needle was found to be skew.